Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. For this reason, evaluation conclusions: all available info has been placed on file in qual management for appropriate tracking, trending and follow up.

Event description:
The user facility reported: dilator balloon of solopath was broken during inflation; tavi had to be retrieved due to inadequate placement during procedure; during tavi retrieval, it was stuck in the solopath sheet and could not be retrieved; external jacket of solopath was also broken and could not be recollapsed; and as both tavi and solopath were stuck and could not be removed, pt was sent to urgent surgical procedure.